Manufacturer narrative:
Other contact person: (B)(6). Other contact person: (B)(6). Due to characterization limit e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
A customer reported that during use with the cardiosave intra-aortic balloon pump(iabp) on patient a balloon ruptured. There was no patient harm or injury reported.